Manufacturer narrative:
The device was returned to an olympus service center for evaluation. There was a black image/no image on the screen due to a faulty cable. Button three (3) was not functioning. In addition, there was a crack on the focus ring, the housing had a chipped rear cover, and there was a faded label on the rear cover. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely that the image was not displayed because the cable failure prevented the video communication from conveying to the processor. It was likely the breakdown of the cable was due to the user handling. The instructions for use (IFU) provides the following guidelines: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Event description:
The user facility reported to olympus that there was an unknown issue with 4k camera head. No patient harm reported.